Manufacturer narrative:
E1 initial reporter state: tochigi prefecture. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft; however, it was unable to rotate. The device was then connected to the rotapro console and functional tested. When the device was started, there was a 'stall' error right away not letting the console run/respond to the device. As the drive shaft would not rotate, when tested there was a stall message, and there was no visible damage to the advancer that could be associated with the failure to rotate, it can be concluded the ultem is melted.

Event description:
It was reported that the rotation speed was not stable. A 1.25mm rotapro was selected for use in an atherectomy procedure in the 90% stenosed, severely calcified, and moderately tortuous vessel. The rotation speed was set at 190,000 rpm and the first ablation was performed without problem. During the second ablation, the rotation speed was unstable. The rotation went up and down from 250,000 rpm to 170,000 rpm. The burr and wire were exchanged for a new device, same model. The procedure was completed at 190,000 rpm without any problem. The patient experienced no adverse effects.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotation speed was not stable. A 1.25mm rotapro was selected for use in an atherectomy procedure in the 90% stenosed, severely calcified, and moderately tortuous vessel. The rotation speed was set at 190,000 rpm and the first ablation was performed without problem. During the second ablation, the rotation speed was unstable. The rotation went up and down from 250,000 rpm to 170,000 rpm. The burr and wire were exchanged for a new device, same model. The procedure was completed at 190,000 rpm without any problem. The patient experienced no adverse effects.